Event description:
It was reported that the 9600 system had grainy images and an overflow data error message displayed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The pcb board, memory card, and the software were installed during the service call. The system was tested, and found to be working as intended, and put back into service.